Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed to shock. There was no report of adverse patient impact. The device was reported to have successfully shock on the second attempt.

Manufacturer narrative:
Philips was informed the unit was evaluated by a third party dealer. During evaluation no errors were detected. The device passed all required testing. This is most consistent with an issue related to appropriate lead selection during cardioversion. There is no information to support a malfunction occurred.

Event description:
The customer reported the device failed to shock during a patient event. Based on information received this is consistent with a failure to shock during synchronized cardioversion. There was no report of adverse patient impact. The device was reported to have successfully shock on the second attempt.